Event description:
Per complaint (B)(4), a patient presented to the dentist's office with a loose tooth. It was noted that the crown came loose after the implant body fractured around the hex. The patient's dental implant was removed three years after initial placement. Pain, infection, inflammation, and osteopenia were also reported.